Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Breaking cotton off from the tampon and leaving cotton inside of me- vagina [foreign body in reproductive tract]. When I pull it out there is like an outer protection layer is lifting off [complication of device removal]. Breaking cotton off from the tampon [device breakage]. Case narrative: consumer reported via phone that the cotton is breaking off the tampon and leaving cotton inside of her. No serious injury was reported.